Event description:
Hosp reported that the pump was set at an infusion of 11ml/hour and started. Nurse returned to pump after approximately 45 minutes and observed that the roller clamp on administration set was closed and no infusion had taken place. Pump did not alarm. There was no pt injury or consequence.